Manufacturer narrative:
(B)(4). Section d4: the healthcare facility reported that complete device identification information was not available. Section h11: fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in new jersey reported via a fisher & paykel (f&p) healthcare field representative that four rt266 infant dual-heated evaqua2 breathing circuits had loose connections at the the patient-end temperature probe port. There was no reported patient harm.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel (f&p) healthcare field representative that four rt266 infant dual-heated evaqua2 breathing circuits had loose connections at the patient-end temperature probe port. There was no reported patient harm.

Manufacturer narrative:
(B)(4). Section d4: the healthcare facility reported that complete device identification information was not available. Section h11: method: the subject rt266 infant dual-heated evaqua2 breathing circuits, 900mr869 temperature/flow probe, and additional information about the reported event were requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: the subject rt266 infant dual-heated evaqua2 breathing circuits were not returned to f&p healthcare as they had been discarded by the healthcare facility. The healthcare facility also reported that the 900mr869 temperature/flow probes and their identifying information were not available. Conclusion: based on the information provided by the healthcare facility and without the return of the subject devices, f&p healthcare's investigation was unable to confirm or determine the cause of the reported issue. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. At the end of the final assembly process, all rt266 infant dual-heated evaqua2 breathing circuits are 100% tested as follows: functional testing for leak. Visual inspections for any visible defects and contamination. The instructions for use accompanying the rt266 infant dual-heated evaqua2 breathing circuits show in pictorial format the correct set-up of the circuit and also state the following: check all connections are tight before use. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm, or death. At the end of the final assembly process, all 900mr869 temperature/flow probes are 100% tested as follows: functional testing of temperature/flow probe. Visual inspections for any visible defects and contamination. Resistance testing. The instructions for use for the 900mr869 temperature/flow probes outlines the correct set-up of the temperature probe and also state the following: ensure that both temperature probe sensors are correctly and securely fitted. Push the airway probe and chamber probe into breathing circuit making sure they are correctly located and pushed into place. Perform ventilator leak test on the breathing circuit before use. There is a residual risk associated with use of this product, even if used as intended. Following all instructions and warnings provided, the risk of hypoxic injury, skin burns, airway burns, airway injury, lung injury, electric shock injury, musculoskeletal injury, and hypothermia remains. These risks may result in serious injury or death. The instructions for use accompanying each mr850 respiratory humidifier outlines the correct set-up of the device in accordance with instructions and warnings, and also states the following: ensure that both temperature probe sensors are correctly and securely fitted. Visually inspect the humidifier and accessories for damage before use and replace if damaged. This product is for use under the supervision of trained medical personnel. Ensure that appropriate ventilator and/or patient monitor alarms are set, connections are secure and a leak test is completed before use. The mr850 technical manual also outlines the action required when a flashing 'airway probe' indicator is accompanied by an audible alarm, including to 'check for proper insertion of the airway probe into a correctly configured breathing circuit', and to 'adjust as necessary'. The technical manuals also outline the 6 monthly and annual maintenance tasks to ensure the humidifier, and its accessories are in working order. In addition, it also states that the accessories used with the mr850 respiratory humidifier are to be visually and functionally checked and replaced in the case of damage or if it fails the performance test.